Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd ser plastipak 10ml s ls barrel was cracked. The following information was provided by the initial reporter translated from portuguese to english: 10 ml syringes, bd brand, which were observed with cracks in the body during the time of collection. These problems were identified by the employee during use. Total = 5 units.